Manufacturer narrative:
The device is currently unavailable.

Event description:
It was reported that the battery "exploded". There was no allegation of injury associated with this complaint. The patient was advised to discontinue use of the battery and a new replacement battery was sent. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is submitted february 15, 2017.